Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of the stripped set screws was confirmed in the laboratory. Aring and rv set screws were stripped and had silicone material in their hex cavities. When pressure was applied to tighten the set screws, the hex cavities were stripped.

Event description:
It was reported that during lead extraction the setscrew on the device was stripped. It was explanted and replaced.